Event description:
This lead was attempted, but not implanted on (B)(6) 2012, due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) university campus in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).